Event description:
A customer from (B)(6) reported a misidentification of pseudomonas aeruginosa as pseudomonas fluorescens when using the vitek® 2 gn test kit. The tested isolate was from a sputum sample from a patient with bronchiectasis. The initial test with the gn card gave a result of pseudomonas fluorescens (97%). The isolate was then sent to a reference lab for confirmation and was identified as pseudomonas aeruginosa. The isolate was then recultured and repeat testing with the gn card produced the result of pseudomonas aeruginosa (99%). The customer stated the incorrect identification of pseudomonas fluorescens was reported to the physician. As the patient had bronchiectasis, the p. Fluorescens was deemed to be possibly significant and was treated. The customer stated the patient responded to recommended therapy for the pseudomonas. There has been no indication or report from the customer to biomérieux that the reported event led to any adverse event related to any patient's state of health. A biomérieux internal investigation will be initiated.

Manufacturer narrative:
An internal biomérieux investigation was indicated due to a misidentification of pseudomonas aeruginosa as pseudomonas fluorescens using the vitek® 2 gn ID card. The customer reviewed when the original sample was setup and the validated protocol was not followed. The isolate was tested from refrigerated storage without subculture and was grown for <18 hours. The intended result to pseudomonas aeruginosa was confirmed on vitek® ms v3 (kb v3.0). The reproducibility testing on vitek 2 gn ID cards from cos subculture (only random lot 2410469203 because customer lot was not available) gave a low discrimination between p. Aeruginosa and p. Fluorescens, or excellent identification p. Aeruginosa. A comparison of customer card reaction results for p. Fluorescens against expected results for p. Aeruginosa revealed one (1) atypical positive reaction (dtre) that led to the incorrect call. An increased number of atypical positive reactions can indicate contamination, mixed culture, use of non- recommended media, user set up errors, or an atypical strain. According to these results, we can consider vitek 2 gn ID cards performed as intended.